Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/15/2011 with the following findings: during evaluation the force sensor was found to be out of calibration. The force sensor assembly was found to be damaged and have contamination. The pump was able to be rewound loaded and primed successfully. Correction/removal reporting number - 2531779-03/24/2010-003-r.

Event description:
The patient reported that the pump emitted multiple loss of prime warnings randomly. The pump has been returned and evaluated by product analysis on 08/15/2011 with the following findings: during evaluation the force sensor was found to be out of calibration. The force sensor assembly was found to be damaged and have contamination. This report is being made based on evaluation results.